Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide catheter: launcher jr3.5 (6-french). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the distal right coronary artery (rca). A non-abbott guiding catheter and a non-abbott guide wire were placed. The 2.75x15mm nc tenku balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was noted during removal of the protective sheath. The nc tenku bdc was soaked and prepped before use with no issue or leak noted during preparation. The tenku bdc was successfully advanced to the target lesion; however, the bdc balloon ruptured during the first inflation at 12 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x08mm non-abbott bdc and a 3.0x18mm non-abbott stent implant were used to successfully complete the procedure. There was no additional information provided.